Event description:
On 03/30/1999, the MFR rec'd medwatch report that states the following; difficulty noted when chemotherapy was being injected/given. Sent to radiology - tip of vascular access device noted in right atrium of heart. Successfully removed by radiologist. No adverse effect to pt. On 03/30/1999, the facility's risk manager informed the MFR's rep that the device body remained implanted and the segment of catheter removed by the radiologist can be evaluated at the facility, but will not be returned to the MFR for analysis. The MFR's rep informed the facility's risk manager that since the device/catheter segment will not be returned to the MFR for analysis, the MFR's investigation of this event would be limited to a trend analysis and review of the device history record. No further details were provided.